Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer stating received 23 veranda wheelchair and on 2 of them (no serial number) the back upholstery is ripping within a weeks use. The same user and, per dealer, under weight capacity. MDR filed.